Event description:
Medtronic received information regarding a magnetic resonance imaging resistant adjustable valve. It was reported that the valve would not allow the surgeon to adjust the setting, and it was just stuck on 1.5. The surgeon brought the patient back to the operating room for the revision, and they tried to adjust the valve, and it worked. The surgeon did not need to revise the patient. It was noted the surgeon had tried several times prior as well as their physician's assistant, and neither one worked until they had the patient back in the actual operating room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.